Manufacturer narrative:
This event was determined to be a supplemental information to MFR # 2916596-2024-03288. The investigational findings will be reported under that event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an elevated lactate dehydrogenase (ldh) and new signs and symptoms of heart failure. Their serum creatinine was up, their sodium was down, and their volume was up that indicated worsening heart failure. The submitted log file indicated that the system controller was connected on (B)(6) 2024 at 1822 and recorded data through (B)(6) 2024 at 2259. There were two low speed advisory events associated with pulsatility index (pi) events on (B)(6) 2024 at 2259. The cause of these events was unable to be determined based on the log file history. The patient was to get a right heart catheterization and echocardiogram. The patient was then scheduled for a pump exchange due to the suspected pump thrombosis.